Event description:
It was reported that a homechoice cassette had particulate matter (pm). The pm was further described as "a brown spot inside the line under the plug¿. This was observed after priming for peritoneal dialysis therapy. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
H10: the actual device was not available; however five (5) photographs of the sample were provided for evaluation. The photographs were visually inspected and a brown spot located at the top of the clear pull ring cap to the patient connector was observed. The reported condition was verified. The cause of the condition could not be determined. A batch review was conducted and there were no deviations found related to this condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.